Event description:
A surgeon reported an unexpected refractive outcome following intraocular lens (iol) implant surgery. The target refraction was "plano" (zero), but the outcome was -1.50. A yag capsulotomy was performed to improve the refraction; however, the refraction remained the same. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 01/24/2012 and 01/25/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).